Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that prior to the lap roux-en-y procedure, device was opened, but upon opening it was discovered that the tip of the instrument had been broken. A replacement device was opened and the problem instrument was given to the or materials person for return. There were no patient consequences.